Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), device failure ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (hysterectomy (abdominal) and salpingectomy (bilateral) and oophorectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, device failure, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (hysterectomy (abdominal) and salpingectomy (bilateral) and oophorectomy (bilateral)). At the time of the report, the outcomes for pelvic pain, abnormal uterine bleeding and sexual dysfunction were unknown. The reporter considered abnormal uterine bleeding, injury, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.